Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. A 2.5x28mm synergy stent was selected for use and advanced to the target lesion but was unable to cross. The device was removed from the patient and it was noted that one stent strut had been dislocated. The procedure was complete with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. There were several stent struts raised and bent at the proximal end of stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.5x28mm synergy stent was selected for use and advanced to the target lesion but was unable to cross. The device was removed from the patient and it was noted that one stent strut had been dislocated. The procedure was complete with another of the same device. No patient complications were reported and the patient status is stable.